Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported by the patient that infusion set fell off within 7 days of use. No further information was available

Manufacturer narrative:
Initial and final MDR 1930130- MDR 8021545-2024-02890- device 2 of 8. (B)(6).